Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the error b30 was traced to component failure. Also, no image was displayed due to damage to the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the gastrointestinal videoscope displayed a scope communication error (error b30). There were no reports of patient involvement.